Event description:
It was reported that the right ventricular lead had unstable threshold with intermittent loss of capture, was undersensing and had possibly dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).